Manufacturer narrative:
The device was not received by depuy synthes power tools. Once the device is received and the evaluation has been completed or if additional information is received, a supplemental report will be sent. Ref: (B)(4).

Event description:
Report received from the united states stating that the device was being used during surgery when the cutter snapped from a 2.3 mm fluted matchstick, 15 cm. No injuries were reported to have occurred; however, it is unk if medical intervention was necessary. There was no additional information provided.